Manufacturer narrative:
Exact date unknown, event occurred a while ago the date the manufacturer became aware of the event. Explant date: a while ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2158700. Model: sc-2158-70. Serial: (B)(4). Batch: 2000008603/2000008606.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Explanted device components were not returned. No further information has been obtained despite good faith efforts.